Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the force bipolar instrument for failure analysis investigation. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. A review of an image provided by the customer showed the distal end of the force bipolar instrument with blood and debris around the jaws and wrist.

Event description:
It was reported that during a da vinci-assisted transabdominal preperitoneal (tapp) ventral hernia repair procedure, the force bipolar instrument ripped unspecified tissue and became stuck in a right-angle position. At the time the event occurred, the surgeon was performing dissection and tissue was getting stuck on the side of the force bipolar instrument. The surgical staff stated that the force bipolar instrument had a piece of metal bulging near the hinge of the instrument. No fragment fell into the patient. No bleeding or repair occurred. The force bipolar instrument was stuck in a right-angle position and was difficult to remove. The force bipolar instrument was able to be removed together with the cannula. No bleeding or repair was needed at the cannula site. The surgeon used a backup force bipolar instrument to complete the case robotically.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the force bipolar instrument associated with this complaint. Failure analysis confirmed the reported event. Failure analysis found the primary failure of a bent grip tang to be related to the customer reported complaint. The instrument was found to have a bent grip tang near the base of the grip tip. This causes entrapment of the tissue.